Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). A lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the optic torn in two pieces. The optic has several tears. Piece of optic is torn off and missing. There was evidence of dry clear surgical residue on optic surface. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +22.50 three piece silicone lens. Lens tore upon insertion into the patient's eye. Lens was removed with no patient complications and no injury. No sutures and no widened incision. Cause of torn lens is unknown. Another same model and size lens was implanted.